Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented with a cardioversion, decreased r-wave amplitude was observed. X-ray revealed lead dislodgement. The lead was repositioned and remains implanted and active. The patient was stable and will continue to be monitored.